Event description:
Customer received 2 false negative results when using the cue covid-19 test for home and over the counter (otc) use. This MDR is to document 1 of the 2 false negative results. See case-(B)(4) for the additional false negative result. Customer received a false negative result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use cartridge sn (B)(4), lot 22862j, reader sn (B)(4). On (B)(6) 2022, customer tested positive with abbott binaxnow antigen test. Customer reported that symptoms had begun on (B)(6) 2022 and that they had a high fever for 24 hours prior to testing with cue.

Manufacturer narrative:
Device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.